Manufacturer narrative:
The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that while on use on a patient, the vela ventilator xdcr fault occurred. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.